Event description:
It was reported that during a da vinci-assisted surgical procedure, they had an error and a red triangle on the screen to reboot the system. Caller stated the error message said something about the blue fiber cables. Caller stated they rebooted the system before calling in and the system powered back on and homed without any errors. Technical support engineer (tse) viewed system logs and saw the mid procedure restart, but didn't see the other error codes at this time in the logs. The site called back due to the error. The caller checked the blue fiber cable and could not get the errors to clear. The customer brought in the xi to finish the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced endoscope controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has received the endoscope controller, but failure analysis has not yet been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. This unit was returned for evaluation and the reported issue was confirmed but not replicated. The esc was returned with reported 17 and 307 errors. The issue was confirmed via error log review. The esc was visually inspected and no issues were found. The unit was installed onto a known good testing equipment and powered on with no issues. An endoscope was installed, and it functioned normally. The unit was power cycled three times and an idle test of 12 hours was performed with no issues. The event was confirmed based on error log review, but the issue was not able to be confirmed nor replicated based on the failure analysis.